Event description:
A cartridge alarm issue was reported with a specific pump, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported similar alarms. Technical support confirmed the alarm occurred with consecutive cartridges and decided to replace the customer's pump. Although the customer did not have the latest software, they were informed that the replacement pump would have updated software. The customer was instructed on how to prepare their current pump for return and understood the need to program settings and connect their cgm to the new pump. The replacement pump was sent without requiring a delivery signature, and the customer agreed to return the problematic pump within ten days to avoid charges.